Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, the clips scissored on both devices. Pulled a device to finish the case. There was no patient consequence.